Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer evaluated the iabp and was unable to duplicate the reported "electrical test fails code #53" issue. However, the fse observed that the shuttle transducer was out of calibration, and calibrated the shuttle transducer as outlined in the service manual. In addition, the fse replaced missing top cover concealment, then performed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The ems at the ambulance bay stated that when the intra-aortic balloon pump (iabp) was turned on prior to use on a patient, the iabp generated an "electrical test fail code #53". The pump has been tagged and a new one is being used on the patient. No adverse event has been reported.